Manufacturer narrative:
Results: one used and one unopened sample were returned for evaluation. A visual inspection of the used sample revealed the winged needle was slanted, the needle tube was protruded from the side of safety shield, and the joint area of upper and bottom safety shields was spread. In addition, the tube was folded in the safety shield. A visual inspection of the unopened sample revealed no abnormality or damage. The safety activation of the unused sample was also checked and no problem was found on the breakaway force, sustain force, or security force. The manufacturing records, inspection records and our retained samples of the lot concerned (5m0291) were reviewed and no abnormalities was found. Conclusion: an absolute root cause for this incident cannot be determined. Additionally, the quality engineer at the manufacturing location states that it was confirmed that the safety shield and winged needle of the opened actual sample did not have any molding defect and that the safety shield does not have any place to be caught structurally; therefore, the cause of the reported event cannot be specified. From the findings and the appearance of the opened actual sample, it was conceivable that the needle stick injury occurred because one hand held the winged needle and slid it into the safety shield while another hand held the safety shield and tube together. Due to this, the tube was folded and stuck in the safety shield and the winged needle was protruded from the safety shield because it was pushed forcefully. It was considered that the reported event was caused because the product was used in a wrong way and it could not occur if the product is used as per IFU. Under our manufacturing process, incoming inspection is conducted for molded parts and only lot passed the inspection is used for assembly; therefore, the possibility that a defective part is assembled to product is very low. Also, product is assembled by automatic assembly machines and routine maintenance check is conducted for the machines, therefore, the possibility that the defect is caused by machines is very low. In addition, products are sampled per 2 hours and the appearance, dimension and function are checked under process inspection and the same check is performed under release inspection, therefore, the defect could be detected if by any chance the defect is caused by machines continuously due to a machine trouble or something.

Manufacturer narrative:
(B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after an ICU nurse had used a bd safety-lok blood collection and infusion set with luer adapter to draw a patient's blood, the safety mechanism incorrectly activated and the nurse was stuck in the finger by the contaminated needle. The nurse is going through the facility's standard post exposure prophylaxis treatment.